Event description:
Medtronic received information that 5 years following the implant of this transcatheter bioprosthetic valve slight dyspnea on exertion was noted. At a routine follow-up, an echocardiogram identified elevated velocities across the valve which, as reported, suggested aortic stenosis. Measurements included a peak aortic pressure gradient of 73.96 millimeters of mercury (mmhg), a mean aortic gradient (mgv2) of 51.5 mmhg, a max aortic valve velocity of 4.3 meters per second (m/sec), and an aortic valve velocity time integral (vti) of 99.3 cm. The physicians discussed a transcatheter valve in a transcatheter valve (tav-in-tav) revision. However, other health related issues developed which required intensive care unit (ICU) care a ¿few¿ weeks ago with report of anemia due to a known duodenal arteriovenous malformation (avm) and an upper gastrointestinal bleed that led to demand ischemia non-st elevation myocardial infarction (nstemi) had occurred. As reported, these instances were not related the transcatheter heart valve. As result, the physicians elected to allow the patient to recuperate for about 3 months due to the co-morbidities. The valve intervention for the transcatheter aortic valve stenosis would be further determined at that time. However, the patient then required hospitalization due to comorbidities. The patient was discharged from the hospital to an inpatient hospice facility with dnr (do not resuscitate) orders on palliative care. The patient died 4 days later as result of the co-morbidities. The cause of death was reported as acute respiratory failure with multiple co-morbidities which included a bleeding duodenal avm. Ultimately, the cause of the aortic stenosis could not be determined. The valve remained implanted. Additional information was received from the physician that the valve stenosis did not cause or contribute to the patient's death.

Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - annex b, annex c and annex d conclusion: the device history record (DHR) for the valve. No anomalies, deviations or non-conformities related to the tissue valve serial number (B)(6) (tav-mdt2-26-c) were identified. The documentation shows that the entire process was carried out in accordance with the manufacturing procedures, inspection criteria and materials/components required by DHR requirements. DHR review did not show any deviations in the manufacturing process. Transthoracic echocardiogram (tte) images provided from approximately 5 years following the implant of this valve were of poor image quality. Valve implant depth appeared good. Aortic valve (av) mean gradient was 50 millimeters of mercury (mmhg) and peak velocity was 4.4 meters per second (m/s) suggested severe aortic stenosis (as). Moderate to severe central aortic regurgitation was noted. Pressure half-time (pht) was not attempted which would have been helpful for aortic regurgitation (ar) assessment. No paravalvular leak (pvl) was noted. Prosthetic leaflets were not well visualized. Ejection fraction was approximately 65% with a small pericardial effusion. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or nonstructural dysfunction (pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Based on the information made available, a conclusive root cause could not be determined. High gradients could be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction). With the information available, an assignable root cause could not be determined. However, stenosis was a likely a contributing factor. The patient died 4 days later as result of the co-morbidities. The cause of death was reported as acute respiratory failure with multiple co-morbidities which included a bleeding duodenal arteriovenous malformation (avm). Additional information was received from the physician that the valve stenosis did not cause or contribute to the patient's death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. A2: estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years following the implant of this transcatheter bioprosthetic valve slight dyspnea on exertion was noted. At a routine follow-up, an echocardiogram identified elevated velocities across the valve which, as reported, suggested aortic stenosis. Measurements included a peak aortic pressure gradient of 73.96 millimeters of mercury (mmhg), a mean aortic gradient (mgv2) of 51.5 mmhg, a max aortic valve velocity of 4.3 meters per second (m/sec), and an aortic valve velocity time integral (vti) of 99.3 cm. The physicians discussed a transcatheter valve in a transcatheter valve (tav-in-tav) revision. However, other health related issues developed which required intensive care unit (ICU) care a ¿few¿ weeks ago with report of anemia due to a known duodenal arteriovenous malformation (avm) and an upper gastrointestinal bleed that led to demand ischemia non-st elevation myocardial infarction (nstemi) had occurred. As reported, these instances were not related the transcatheter heart valve. As result, the physicians elected to allow the patient to recuperate for about 3 months due to the co-morbidities. The valve intervention for the transcatheter aortic valve stenosis would be further determined at that time. However, the patient then required hospitalization due to comorbidities. The patient was discharged from the hospital to an inpatient hospice facility with dnr (do not resuscitate) orders on palliative care. The patient died 4 days later as result of the co-morbidities. The cause of death was reported as acute respiratory failure with multiple co-morbidities which included a bleeding duodenal avm. Ultimately, the cause of the aortic stenosis could not be determined. The valve remained implanted.